Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fbf instrument to perform failure analysis. The fbf instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 13.08mm in size was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. A review of an image provided by the customer was performed. Based on the image, the fbf instrument grip tip appears to be broken.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, one side of the fenestrated bipolar forceps (fbf) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use with no damage found. The instrument had been used for about an hour prior to the incident. No functional issues, collisions, or resistance were noted during use or removal of the instrument. The fragment was retrieved using a laparoscopic instrument and confirmed via x-ray at the end of the case; no additional procedures were required. The procedure was completed robotically with no patient injury or post-surgical complications.